Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to inspect and clean the pump's cartridge and pneumatic tap areas, ensuring the o-ring was undamaged and all debris was removed. The customer successfully completed the loading process and resumed insulin use.